Event description:
It was reported by the customer that the drill got hot and burned the bone on the skull flap. The handpiece got hot on the doctor's hand but did not burn him. There was no treatment administered to the pt or the doctor. The case was successfully completed.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted corrosion. The heat most likely came from the corrosion that was inside of the handpiece. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices. The handpiece was repaired and returned to the customer.